Manufacturer narrative:
Patient info has been requested. Waiting for quote to be generated, before system checkout can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the mobile viewing station(mvs) would not turn on. The biomedical engineer took the back cover on the mvs off and realized the computer fan was off. After taking the front cover off, the engineer realized the computer was off and powered it on. After this the system was able to be used for the case. However, the mvs was unable to be powered on after the case. There was no patient harm reported.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000485, serial/lot : unknown h3, h6: a medtronic representative went to the site to perform a system check out and they replaced the cmos battery in the computer. The bios setting were configured, and the issue was resolved. B5: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the procedure type was unknown. This occurred prior to the procedure. There was no delay reported.